Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A review of the transmission revealed several episodes of non-sustained right ventricular oversensing (nsrvo) alerts recorded by the implantable cardioverter defibrillator (ICD). The episodes were attributed to over-sensing of the left ventricular assist device (lvad). No interventions or patient symptoms were reported.

Event description:
New information received notes that programming interventions were made. There were no patient symptoms reported.

Manufacturer narrative:
Additional information: b6 and h6.